Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: inratio: 1.4, reference: 2.3, mean: 1.85, confidence limits: 1.2 - 2.3. Customer results were analyzed and accuracy confidence limits were met. The time elapsed between results exceeded three hrs. If the time elapsed between results exceeds 3 hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Product deficiency not established. No further action required. As of 10/22/2009, twenty-one discrepant results complaints were reported for lot # 214530 yielding a complaint rate of 0.033%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: n/g, inratio: 1.4, lab: 2.3.